Manufacturer narrative:
An isi fse was dispatched to the customer site to further investigate the reported issue. An isi fse reproduced the reported problem and identified there to be a broken piece on the brake cable carriage block. An isi fse replaced the z-axis (axis 1) string pot as a resolution. The z-axis (axis 1) string pot is not available for return, therefore, further analysis cannot be performed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the setup joint for the endoscopic camera manipulator (ecm) generated error 22003 along axis 1. The customer reported that they were unable to clear the error. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the customer power cycle the system. The customer indicated that an instrument was grasping tissue. An isi tse recommended that the customer remove instruments and reposition the ecm in an attempt to clear the error. The customer then terminated the call to remove the instruments that were installed on the system. The customer called back to report that they emergency powered off the patient side cart (psc) and hard power cycled the system after removing the instruments with no change to the error's presence. After an isi tse had the customer undock and raise the ecm, the error cleared, but it would return when the ecm was lowered to re-dock. The customer indicated that the error would return approximately half an inch above port insertion. The customer terminated the call and indicated that they would attempt to reposition the system for use within its available clearance. Isi followed up with an isi field service engineer (fse), whom spoke with operating room (or) staff, and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery. The procedure was successfully completed via a laparoscopic approach with no reported patient harm, adverse outcome, or injury.